Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the g01 n0133 screws dia.3.3&dia.4.0 soft tissues protectorv2, non-sterile device was being used during a mis hallux valgus procedure on (B)(6) 2026 when it was reported ¿in2bones g01 n0133, broke during surgery. Two metal fragments detached from the tip of the instrument and the surgeon was able to successfully retrieve both pieces from the patient.¿. Further assessment found that the part that fragmented was a piece of the metal instrument (guide). The procedure was completed with the use of the same alternate device as well as a 2-minute delay was reported. No harm was caused and the nurses confirmed that the patient is doing well. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.